Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed to treat an approximately 3cm lesion due to pancreatic cancer. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the stent was unable to be fully deployed, resistance occurred when the stent was fifty percent deployed. The device was removed from the patient partially deployed from the delivery catheter. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.